Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the report based on accuview graph. A review of the device history record indicating that the product was released meeting finished product specifications. The product used for treatment or diagnosis. According the analysis, the graph show that the short study was due to suspected capsule/recorder failure. Unable to confirm reported conditions. No formal investigation is required. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a short study was recorded. The device worked without issue during the previous procedure. There was no harm or injury to the patient or user due to the alleged device malfunction. A repeat procedure will be necessary due to the alleged device malfunction.